Manufacturer narrative:
Analysis found that the customer's allegation of handpiece getting hot could not be duplicated due to motor was running rough and noisy. The handpiece was unrepairable. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that the handpiece got hot. There was no patient impact. On follow-up, it was reported that the overheating was sudden.